Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter (B)(4) of a (B)(6) that had a total parenteral admixture (tpa) in the 2 lumens in a peripheral inserted central catheter (PICC) line. The line was infused and the PICC had been in the patient for 10 days. Tpa was put in both lumens and both were clamped. When they returned in ninety (90) minutes, blood had come back to the clamp on the catheter. There was patient involvement, however, there was no report of any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available for evaluation. However, if the customer decides to send in the sample, a follow-up report will be submitted once the evaluation has been performed. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.